Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as fold flaw opening. And observed, opening on radius side assessed, as surgical damage. Crease/folding of implant: observed, creases on the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, a left side deflation. Healthcare professional, later reported, a left side deflation, crease. And capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported a left side deflation, crease, and capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.